Event description:
"Disconnection of the catheter from the access port housing, observed on two different pts. Intervention by interventional radiology needed to remove the catheter detached."

Manufacturer narrative:
Batch history review: the mfg file was reviewed. It is compliant with out spec and no abnormality was detected. No other complaint from another health facility was reported to up on this access ports batch. Investigation: despite several requests, no info has been forwarded to the mfg. Without the device, nor the x-ray pictures, nor info about the implantation procedure, no thorough investigation can be performed. No conclusion can be drawn. It is worth noting that the celsite st 301g access port, ref no (B)(4) is not cleared in the us, but this device is similar to the ref (B)(4).